Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Investigation revealed the field engineer (fe) reported that he removed the side covers in order to service the motor control, and then started the axes initialization (an automatic procedure that involves automatic motion of all gantry axes). During gantry automatic rotation motion, the top cover got caught on the rotating gantry and the fe reached up to prevent damage to the top cover and as a result, his finger was caught between the cover and the rotating gantry. The fe stopped the movement by pressing the estop button on the boom. Gantry initialization is an automatic sequence of motion that can only be started by user interaction. Only after the user confirms the start of the initialization by pressing the remote control unit (rcu) will the gantry start the automatic motion sequence. The precautions described in nm600 series- safety manual for service user 5548762-1en r1 include the following: 1. Never put any part of your body into the gantry, unless the gantry is locked and powered off' 2. Avoid standing near the rotating assembly when it is operational, to avoid being struck by the assembly 3.verify that there are no obstacles within the area of moving components prior to motion activation. The root cause is attributed to a use error by the fe who did not follow the instructions and placed his hand into a rotating gantry. There was no system malfunction.

Event description:
A field service engineer (fse) was servicing the optima nm/CT 640system when his finger was pinched between the cover and the moving gantry. The fse suffered of a laceration on his index finger and received 9 sutures.